Event description:
There was an allegation of questionable bilt3 bilirubin total gen.3 results for 1 patient sample on a cobas pro c 503 analytical unit compared to an abl90 blood gas analyzer. The customer initially questioned the result as it did not match the patient's clinical picture. The patient sample was brown in color and had a "jaundice index of 3." The patient's doctor did not see any signs of jaundice in the patient. The initial bilt3 result was 0.97 mg/dl. The sample was also run on an abl90 blood gas analyzer and the result was 2.8 mg/dl. A 1:2 and a 1:4 serial dilution were performed obtaining total bilirubin results of 0.9 mg/dl on the same cobas pro. A repeat total value of 0.944 mg/dl was also provided. Clarification was requested on if this result was obtained from a diluted sample was requested but not provided.

Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.

Manufacturer narrative:
The qc and calibration recovery data provided was acceptable. Based on the calibration and qc data, a general reagent issue could be excluded. It was determined that the brown color of the patient's sample was caused by the medication eltrombopag. No interference from this drug has been found to effect the total and direct bilirubin assays. The investigation did not identify a product problem. The root cause of the event could not be determined.